Event description:
Report for patient 2 of 4: 7.4 inr with signature elite system vs 4.03 inr with unspecified reference system. Patient therapeutic inr: 2.0-3.5. External and internal quality control performed at recommended intervals and were within specifications. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation/investigation currently in process.